Event description:
The customer called stating that the meter is missing segments and the display appears smudged. During the troubleshooting process it was determined that all the segments were missing from the three numerical positions. A request was made to return the meter for evaluation. In the meantime, a replacement unit has been provided.